Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3628 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional that "the needle extension of the porta-cath is leaking, letting air in the whole set. Hence, creating bubbles. And since this is a central line device equipment it is critical that air is not in the picture. Otherwise, we are putting the patient at risk for multiple complications. It was removed as soon as staff noticed that there are bubbles and tried again. We are using it mostly for pediatric patients and you know how pediatrics can get very irritated/uncomfortable during the procedure the second time around due to faulty device."